Manufacturer narrative:
The handpiece was received for evaluation. A visual assessment of the returned sample showed no visual nonconformity. The ground resistance of the handpiece was tested and met specifications at .25 ohms. The handpiece was connected to a calibrated hotbed and primed and tuned with no issues. The handpiece was run at 100% for 5 minutes and passed all tests. There was no problem found. The sample was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient. Additional information has been requested.